Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The km responder also reported that the customer replaced the air sensor to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak alarm, and could not enter the work interface. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator displayed a low leak alarm, and could not enter the work interface. It was reported that the engineer evaluated the device, and reported that the air sensor was the cause of the issue. It was reported that the air sensor was replaced. Investigation is ongoing.